Event description:
It was reported that the patient was having coupling and or communication issues. The patient also reported pain at the implantable neurostimulator (ins) site. The patient reported that they had gained weight since implant and couldn't use the belt to recharge. The patient reported never having therapeutic effect. The patient also noted that there was erosion. The patient commented that the ins seems to be rising to the surface. The issues began following the implant. There was no known accident or incident related to this event. The symptoms were at the ins location. The patient states wanted to have device removed. The patient commented that they had spinal stenosis and osteoarthritis and were scheduled to have major back surgery in (B)(6). It was further reported that the patient still had concerns regarding their therapy/device but was working with their doctor or a manufacturer representative to resolve the issue. Appointments of (B)(6), 2012 were noted. It was further reported that the patient had not seen the doctor in over 2 years. It was further reported states that the device had not helped the patient at all since the implant. The patient stated they had a progressive disease and they can not reach the internal device to charge it. The patient noted the doctor put the device too far to the right in their back. The patient had had 6 operations in the past couple of years on their spine. The disease would not allow the patient to twist to the right because it was too painful. It was further reported that the patient was still having concerns with their device or therapy but they had not sought further help. It was noted the device "does not work." It was further reported that the patient never had therapeutic effect. The patient reported that the device had never been effective for their pain. The patient also mentioned that they couldn't reach their implant to charge it because they were permanently disabled. The patient was new to (B)(6) and had no doctor that worked specifically with the device. The patient's follow up doctor was only an internist. The patient mentioned previous encounters with manufacturer representatives who programmed their device to no avail. It was further reported that the stimulator had not worked since implant. It was noted that the doctor implanted their implantable neurostimulator (ins) too deep and too far back on the buttock. The patient hadn¿t used the device in 3 years. The patient had been diagnosed with spinal stenosis of the total spine and a kind of osteoarthritis. The patient was not able to reach back to their ins to get an efficiency sign and if they twisted the wrong way their pain skyrocketed and they passed out. This had happened before in physical therapy. It was noted that the device had never worked for them. The patient¿s chronic pain was unusually high and they took a lot of pain medication. It was noted that once in the past a manufacturer representative was able to find the ¿sweet spot¿ because they could reach the ins and the patient was never able to use it and it was more of an irritant. The patient did not want to have their ins removed but wanted to donate their programmer and recharger. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).